Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal iq software was not suspending insulin as intended. Subsequently, the customer experienced a blood glucose (bg) level of approximately 50 mg/dl. Bg was addressed via consumption of carbohydrates. Tandem technical support was unable to verify the allegation as multiple contact attempts were made to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.